Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead was exhibiting noise and oversensing which inhibited pacing for <2 seconds. A boston scientific crm technical services consultant discussed this was most likely due to this patient snoring. All lead measurements were normal. Recommendations to program the automatic gain control (agc) to a less sensitive setting were discussed. Additional invasive interventions to reposition the lead or switching out the device to a cognis with a programmable agc floor were also discussed. Additionally, two weeks later, we received information that there was noise on the rv channel that was oversensed by the device and led to >2 seconds of asystole. The noise could not be recreated with any isometrics, valsalva, or coughing. Emi sources were also explored but none were found. Impedance measurements remained steady. Options were again discussed to either replace the rate/sense lead or to switch out the device to a cognis which has dna and sensing enhancements that could help to filter out noisy signals. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
One week later, we received information that the device was explanted and replaced. The pace/sense portion of the rv lead was surgically abandoned and a new rate/sense lead was placed. No additional information is available at this time. If additional information becomes available the event will be updated. Approximately nineteen months later, a portion of the lead was returned for analysis following the patient's death. There were no additional allegations regarding the previously reported issue. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal lead portion was performed. The lead was severed 120 mm from the terminal pin. A cap was returned on the is-1 terminal assembly. Visual inspection noted a cut in the distal high voltage (hv) terminal molding. Electrical resistance testing of the conductor paths showed the lead to be in specification. Laboratory testing was unable to reproduce the reported clinical observations.